Event description:
It was reported that within one day following an implant procedure, the right ventricular lead was dislodged. The lead was repositioned and after closing the pocket, the lead impedance was low. The pocket was reopened and the lead impedance measured within normal limits through the analyzer; consequently, a device malfunction was suspected. The device was explanted and replaced, and the right ventricular lead was connected and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).